Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable.

Event description:
Medtronic received information that, while in a cranial resection procedure, an imprecision was observed following registration. It was noted that the instrument appeared in different locations in the application software compared to points on the patient. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: medtronic received information that the site registered the patient when in the prone position. It was noted that auto-refining the image restored functionality.

Manufacturer narrative:
Device evaluation: a software investigation was conducted. It was noted that further log review would not provide additional information to the case since use of auto-refine resolved the issues the site was having. It was noted that the behavior was the intended behavior of the software and that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.